Event description:
The generator was received for analysis on 10/26/2016. Product analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the m106 sn: (B)(4) was completed and approved on 11/22/2016. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor. Other than the noted event (eos condition), there were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that during a case for a model m106 implantation, the device was interrogated prior to the case and the patient¿s initials were entered with no problems. The device was connected to the lead outside the pocket and diagnostics were performed. The lead was ok but a low battery message, neos-yes was received. No cautery was used when the device was in the field. System diagnostics were performed again and still a low battery message was received. A backup generator was advised to be used. A review of the design history record showed that the generator passed all functional tests prior to distribution into the field. The device has not been received for analysis to date.